Event description:
The surgical stapler was defectively manufactured / designed. Ms. (B)(6). Suffered serious injury requiring surgical intervention, using an FDA grading of injuries resulting from use of a malfunctioning medtronic/covidien surgical stapler. Her injuries include anastomotic leak within 4 days of surgery causing life threatening injuries (intensive care treatment, sepsis, transfusion, resection of ileostomy closure and ileostomy, extended hospitalization), and subsequent surgeries to correct any injuries. Ref reports: mw5162319, mw5162320, mw5162321, mw5162323.